Event description:
The customer reported the system did not fluoro, had no images on the monitor, and locked-up. No patient injury was reported.

Manufacturer narrative:
The service rep was unable to duplicate the problem. The error log indicated the gib node was dropping out on arcnet intermittently. This pcb may be causing c-arm lock ups. The service rep ordered parts for the system. He removed and replaced the gib pcb. System operates as intended. Test equipment: fluke. This correction is as follows: this MDR was originally submitted under the number 1720753-2008-021673. That number has also been submitted for model 9800 submitted in 2008. A new number has been assigned to this report. We are submitting this report to replace the duplicate report number for this device.